Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, the patient was hospitalized and a revision was performed. The lead was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual examination noted that the helix mechanism was in an extended position, and the helix was found to be deformed, likely during explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been returned to boston scientific for analysis. Should pertinent information be provided, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, the patient was hospitalized and a revision was performed. The lead was removed and replaced. No additional adverse patient effects were reported.